Event description:
International affiliate reports that upon opening, the valve was filled with a sticky. Jelly-like fluid and needed to be washed. After surgery the valve was not keeping the needed pressure. Surgery was performed in december 1998 and valve was replaced.